Manufacturer narrative:
The pump was received with intermittent button response due to flattened esc and act button dome switch. The keypad connector was fully locked. The device passed the displacement test, rewind, basic occlusion, occlusion, prime and no delivery tests. There was no cosmetic damage noted. This MDR related to the (B)(4) manufacturing site has been assigned a medwatch number from the medtronic minimed (B)(4) site, per variance 5.

Event description:
The customer reported via phone call of button error on their insulin pump. The customer states the keys stick, and are hard to press. The customer's blood glucose at the time was 115mg/dl. Customer was advised to discontinue use of the pump, and that it would need to be replaced and returned for analysis. The customer also mentioned their blood glucose levels have been between 115mg/dl to over 400mg/dl. The customer declined to troubleshoot for high blood glucose levels.